Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon investigation, it was determined the patient's pocket was infected by looking at the incision. The pacemaker system was explanted. The patient was stable.